Event description:
The manufacture was informed of the event through the patient tracking department. Based on the information reported in the patient implant form, an annuloflex annuloplastry ring af-834 was implanted and explanted on the same day on (B)(6) 2021. No further information is presently available. No allegation of a device malfunction nor of a serious injury was received from the site regarding this event.

Manufacturer narrative:
Fields updated: b4, d3 (updated manufacturer's details), g1 (updated manufacturer's details), g3, g6, h1, h2, h6. A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Since the device was not returned to the manufacturer, no further investigation on the device could be possible. Based on the available information, it is not possible to establish a definitive root cause for the reported event. However, per the document review performed, no manufacturing deficiencies were identified. The manufacturer attempted to retrieve additional information on the event, but no further information has been provided to date. Should the manufacturer receive additional information in the future, a follow up report will be submitted.